Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown. Troubleshooting was performed but after that it goes to a black screen. The customer reported that there was still condensation the screen of insulin pump. The customer also reported that there was fluid under the lcd display of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with moisture damage to the insulin pump and electronics devices noted. Frozen display noted due to moisture damage.